Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023 e1: initial reporter address - (B)(6). E1: alternate phone number: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. According to the reporter, they felt the patient was impacted by the recalled minicap; however, this was not confirmed; therefore, the cause will remain unknown. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome was not reported. On an unreported date, the pd catheter was removed. No additional information is available.